Manufacturer narrative:
H.6. Investigation: approximately 1400 loose 3ml syringes were received and evaluated. 1250 pieces were visually inspected for stopper defects and foreign matter in the fluid path of the syringe. No visual defects observed. Per applicable acceptable quality limit (aql) for leakage past stopper of the batch, 1,250 of the pieces were pressure tested. None of the syringes showed any signs of leakage and were acceptable per product specification. Additional information was requested to further understand the described defect with no response received. The reported defect was not identified in the samples received. DHR was performed. All visual inspections for batch 9042756 were performed as per requirement with no quality notifications related to the complaint defect. The batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that syringe 3ml ll euro 200 s/c leaked. The following information was provided by the initial reporter: "when the liquid is pulled up, it runs along the stopper (black rubber in the syringes). Then the liquid flows out of the syringe. (At the back) this is undesirable, especially when we're working with cytostatic fluid. Have you had any more complaints about this article? Additional information: - did the defect lead to serious injury? No - was there any medical intervention as a result of this incident? No - did the treatment plan have to be adjusted as a result of this incident? No - was anyone exposed to the fluid leaking? ? If so, was there any contact with mucous membranes (such as eyes, mouth or wounds)? No - any other actions that needed to be taken? We removed all syringes with the same lot number from stock and kept them separate. Please compensate us for these syringes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that syringe 3ml ll euro 200 s/c leaked. The following information was provided by the initial reporter: "when the liquid is pulled up, it runs along the stopper (black rubber in the syringes). Then the liquid flows out of the syringe. (At the back) this is undesirable, especially when we're working with cytostatic fluid. Have you had any more complaints about this article? Additional information: did the defect lead to serious injury? No. Was there any medical intervention as a result of this incident? No. Did the treatment plan have to be adjusted as a result of this incident? No. Was anyone exposed to the fluid leaking? ? If so, was there any contact with mucous membranes (such as eyes, mouth or wounds)? No. Any other actions that needed to be taken? We removed all syringes with the same lot number from stock and kept them separate. Please compensate us for these syringes."